Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <qrb> b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132, serial: (B)(6). Batch: 21236026. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure due to lead migration and charging difficulties of the implantable pulse generator (ipg). The patient underwent a lead and ipg revision procedure wherein the devices were explanted and replaced. The devices were retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well.